Event description:
It was reported that the lead had dislodged. Patient received inappropriate therapy due to oversensing. The lead was explanted and replaced when an attempt to reposition the lead was unsuccessful due to helix issue. Patient was is stable condition post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.